Manufacturer narrative:
(B)(4). The lot 14a061 was manufactured between january 30, 2014 and january 31, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one folfusor sv2 elastomeric did not infuse. The device was filled with 2360mg of fluorouracil. There was no patient injury or medical intervention in association with this report. No additional information is available.